Event description:
N/a.

Manufacturer narrative:
The additional initial reporter name is (B)(4) ccl staff member corrected fields b6 additional comments h6 component code updated fields b4 g3 g6 h2 h6 type of investigation findings investigation conclusion and h11. User called into emergency support programme and reported an issue where the console displayed an iab optical sensor calibration expired message with an abnormal and incomplete fiberoptic fo arterial waveform during active use initial calibration attempts were unsuccessful and the team was unable to switch to the transducer until the procedure ended upon followup transitioning to the transducer source restored a stable waveform confirming adequate inner lumen function reconnecting the fo cable reproduced an erratic waveform and ultimately triggered an iab optical sensor failure alarm after which no fo waveform was present the issue was resolved by removing the fo cable from use and labeling it for replacement no harm or injury reported since the product was not returned we are unable to do the complete investigation however based on the limited information available the probable root cause for reported event fiber optic sensor failure and calibration failure is identified to be any of the following a fiber optic sensor failure in an intraaortic balloon refers to the malfunction or loss of signal from the fiber optic pressure sensor within the intraaortic balloon catheter this sensor is responsible for accurately detecting and transmitting real time aortic pressure waveforms to the iabp console which are critical for timing the inflation and deflation of the balloon during cardiac cycles a sensor failure can result from the following optical sensor kink break in sensor connector issue.

Event description:
(B)(6), a ccl staff member, called into emergency support program line to request assistance with a fiber-optic issue on a cs300 intra-aortic balloon pump(iabp) and a sensation plus intra-aortic balloon (iab) during use. (B)(6) stated that it¿s saying iab optical sensor calibration expired. We just put it in, but the waveform looks wonky, and the numbers aren¿t showing. Troubleshooting determined the patient was still undergoing a stenting procedure during the call. Esp team and (B)(6) discussed the nature of the alarm, and esp team had (B)(6) invoke a calibration by using the zero pressure key for 2 seconds, which was unsuccessful. Esp team also had (B)(6) verify the iab fill mode was set to auto. (B)(6) a was unable to transition to the transducer source at the time of the call because of the ongoing intervention form the interventional cardiologist. (B)(6) called back at 5:37 pm est. Esp team talked (B)(6) through the process of transitioning the transducer and inner lumen. The pressures and the waveform were improved via transducer. (B)(6) was able to flush the inner lumen while in standby and had no concerns for clotted inner lumen. Esp team had her plug the fo cable back in for comparison. The fo waveform was erratic with pressures of 234/49 (180.) The iab optical sensor failure alarm sounded, and the arterial waveform was no longer present. Complaint information obtained. There was no patient harm or injury reported.

Manufacturer narrative:
Other contact phone number:+(B)(6).' Due to characterization limit e1: event site name: (B)(6) hospital the device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).